Manufacturer narrative:
The reported t8 cannulated hexalobe driver (part number 80-4151) was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the batch/lot number of the driver was unknown.

Event description:
It was reported during surgery while inserting a screw the driver tip broke. The surgeon switched driver tips to complete the surgery resulting in a 5-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00638 for the screw involved in this event.